Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced rapid-onset low blood glucose after a supply change during which the cartridge was forced into the pump and tubing and cannula fill steps were performed, with insulin observed leaking onto the floor and uncertainty about whether the infusion set was connected to the body during fill. Symptoms included dizziness and shakiness with a documented nadir of 64 mg/dl and a brief period outside the target range, after which glucose rose into range and later to 196 mg/dl without use of backup therapy or medical intervention. Outcomes included transient symptomatic hypoglycemia without hospitalization or professional medical treatment. Investigation included phone-based troubleshooting and education, verification of correct change-out steps, and resumption of insulin delivery. Investigation of this case revealed user handling and setup concerns related to cartridge insertion and performing fill sequences with the set possibly disconnected, consistent with insulin leakage and unintended insulin delivery dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.